Event description:
It was reported that the control-iq algorithm delivered an automatic bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 325 mg/dl, and the meter bg reading was 40 mg/dl. The customer consumed food to treat the low bg. The transmitter ID number was not provided by the user, therefore no further information regarding the event could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.